Event description:
Product could be released with extreme force only. Device was deployed successfully. The pt did not require additional procedures due to this occurrence. The complainant did not report any adverse pt effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.